Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element stent was advanced to treat the lesion. However, while crosing the lesion, the stent structs were lifted. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus element, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis inside a 6fr guidezilla (ncpr tw11956710). A visual examination of the stent found evidence of proximal stent damage, with struts lifted and bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was returned within a 6fr guidezilla. The hypotube was cut 1cm distal to the distal end of the strain relief to allow removal of device. Device removed distally without issue and no further issues noted on device. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6) medical hospital.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element stent was advanced to treat the lesion. However, while crossing the lesion, the stent structs were lifted. The procedure was completed with a different device. No patient complications were reported and the patient was stable.